Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer declined to provide their blood glucose level. The customer was advised to discontinue use of the device and revert to a back-up plan, however the customer stated they did not have a back-up plan available. The customer was advised to contact their healthcare provider. The product could not be replaced at this time and to contact a sales representative.